Event description:
It was reported by end user that there was blood back identified in the inlet tubing. There was patient involved and no injury was reported.

Manufacturer narrative:
Updated field-b4, d9, g1 (contact person ¿ mfg site), g3,g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field- b5,d5, d10, g2,e2,e3,e4. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h2, h11. Corrected fields: b5, e1 (initial reporter).

Event description:
It was reported that the intra aortic balloon (iab) had blood contamination from inlet tubing to tidal volume due to catheter rupture. There was no patient harm or injury reported.

Event description:
It was reported by getinge fields service engineer that there was blood back identified in the inlet tubing. There was patient involved and no injury was reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).